Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported broken cylinders cannot be established as the product is not available for analysis. Device history record (DHR): review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a revision of an ambicor penile prosthesis due to a broken device, there were open areas in both cylinders. A new ambicor penile prosthesis was implanted. Following the surgery, the patient was stable and in recovery.